Event description:
It was reported that the subject device had scope communication error code b30. The issue was identified at the time of set up before the patient entered the room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d10, h2, h6, h11. Corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation the most probable cause for the malfunction could not be established. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed and the following troubleshooting steps were performed the unit was power-cycled, the connector port was cleaned with compressed air, and the scope contacts were wiped with a lint-free alcohol pad. Other known reliable scopes were then tested on the device to determine whether the issue persisted. The customer informed technical assistance support (tac) of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.